Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopy procedure on (B)(6) 2021, it was observed that the cordcutter device did not work well as the suture was stuck inside of it, did not slip well and was hard to cut it off. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during arthroscopy the cordcutter *ea not working properly. The suture stuck inside of the instrument, doesn't slip well, and it's harder to cut it off. The device was received and evaluated. Visual observations reveals that the device has some marks of wear and use as usual on these type of reusable devices. The inner shaft was removed, no structural anomalies were found. When performing the functional test, a sample suture was used, it was placed into the cutting hole and the device worked as intended, the suture was cut with no problem, the device performed smoothly. A manufacturing record evaluation was performed for the finished device 19r09 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test result, this complaint cannot be confirmed. Since the device passed the visual inspection and testing, we can conclude that the device has no issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.